Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states their blood glucose level had been over 500 mg/dl. The customer states they had issues with their meter not staying charged and having dropped the pump. The customer states they had bent cannula. The customer states they had skin irritation due to tape. The customer declined to troubleshoot for the highs and attributes the high to bent cannula. The customer was advised replacement sets would be sent.